Manufacturer narrative:
(B)(4). Batch # t5cm42. Additional information received: is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.): no. Investigation summary. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
During an unknown thoracic procedure, the knife cut the tissue and the staples were applied but the knife stayed stuck at the end. The surgeon couldn¿t reopen the jaws. He used the manual override and finish the case with a different device. Procedure was delayed an unknown amount of minutes. Procedure was completed successfully with no fragments generated. Patient consequences were not reported.